Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a pinhole on channel tube, water tightness was lost. In addition to evaluation in b5, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending rubber section had a chip. Due to clogging of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water supply volume did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. Connecting tube had a scratch. Due to dirt on objective lens, the image had dark area partially. Due to damage on charge coupled device unit, a noise image occurred during angulation in up/down directions. Light guide connector had corrosion. The video connector case had a scratch. The video connector had a scratch. The video cable had a scratch. The universal cord had a scratch. Grip had a scratch. The scope cover had a scratch. The switch box had a scratch. Air/water cylinder had corrosion. Up/down knob had corrosion. The lock engagement knob had a scratch. Lock engagement lever had a scratch. The right/left knob had a scratch. The up/down knob had a scratch. The control unit had discoloration. The control unit had a scratch. Adhesive on bending section cover had a chip. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. User facility does not know when foreign object adhered to the scope. It is unknown if there was any delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was immersed in a detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. It is unknown if the air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the gastrointestinal videoscope experienced an air leak during regular inspection. There was no report of user or patient harm associated with this event. During incoming inspection, there was foreign matter in the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.